Event description:
It was reported that the patient presented with severe angina and the procedure was to treat a moderately calcified, mildly tortuous left circumflex artery that is 90% stenosed. The vessel was pre-dilated with 2.0x12mm semi compliant balloon and a 3.5x28mm xience alpine stent was deployed at 16 atmospheres. Fluoroscopy after stenting showed edge dissection at the proximal end of the stent. The dissection was covered with a xience alpine. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (IFU), electronic instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.